Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Need to reposition the pump in order to ensure the proper as a potential event that may be associated with procedural implant of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
Following was reported by a health care professional the patient was implanted on (B)(6) 2016 and underwent second surgical procedure within 24 hours of implant of pump. Flows earlier were 4-5 lpm with cvp 12. Brought down to the operating room on (B)(6) 2016 with flows 2.4lpm, map 55-60. Cvp increased from 12 to 23 and pad 32. Speed increased to 3000rpm by surgeon and flow waveform widened to >5 liters flow variance. Speed decreased to 2500 and flow waveform variance now 3 liters. Per echo aortic valve was not opening. It was noted "notching" of the waveform at the end of diastole. Power has been low normal for every speed the surgical team tried. Initial differential diagnosis acute tapenade vs. Possible inflow obstruction. Chest opened via mid line sternotomy, outflow graft found to be widely patent, sewing ring loosened, heart elevated within sternal incision, on visual inspection pump believed to be tilted towards the ventricular septal wall. The pump was rotated approximately 30 degrees in the sewing ring and the heart and pump were repositioned in the chest cavity with better positioning of the pump toward the mitral valve. Flow waveforms normalized, flows increased to 3.8 on speed of 2400 rpms, will get data logs to send in, at end of case pa 36/12,21 and cvp 15. The patient remains hospitalized. It was deemed a positioning problem and not the fault of the pump itself. The patient is still in the hospital recovering. The patient is still fairly sick but stable per vad coordinator. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a slight drop in power consumption and multiple low flow alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive clinical root cause cannot be determined, clinical status, comorbidities, pump positioning and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.